Event description:
The complaint received states that during se the nbca liquid embolic system ((B)(4)) had inadequate suspension. The physician was embolizing an avm using the following mixture: 1cc of n-bca, 3 drops of ethiodized oil, and one vial of tantalum powder. The mixture was vigorously mixed in a glass vial. The catheter was flushed with d5w according to the IFU and glue mixture injected. The resulting injection was uneven and appeared on fluoro to be separated (tantalum from glue and oil). There is no report of injury for the patient. No patient or vessel code information provided.

Manufacturer narrative:
The complaint received states that during se the nbca liquid embolic system (631500 / unk) had inadequate suspension. The physician was embolizing an avm using the following mixture: 1cc of n-bca, 3 drops of ethiodized oil, and one vial of tantalum powder. The mixture was vigorously mixed in a glass vial. The catheter was flushed with d5w according to the IFU and glue mixture injected. The resulting injection was uneven and appeared on fluoro to be separated (tantalum from glue and oil). No patient or vessel code information provided. The physician reported that none of the investigational questions that were sent were applicable to the event that was reported. In cases where there is high flow in the target area, the physician uses a syringe with a needle to apply 3 drops of oil only to the glue, and then uses all of the provided tantalum powder for adequate visualization. In this case there was poor mixture and a lumpy appearance. He stated that the codman complaint code of inadequate suspension was an accurate description of the event. He has successfully used this mixture in other cases without the reported poor mixing and is wondering if the tantalum might be contributing to this effect. In this case there was successful treatment of the target lesion and no reported injury for the patient. A non-sterile n-bca tantalum powder container was received empty just residues of the powder was noted inside of it as well as a unknown container with resides of dried substance apparently glue with the powder was received in the same plastic bag. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as ¿nbca mixture" - inadequate suspension ¿could not be evaluate since the residues of the substance was found dried and is undetermined the exactly time when occurred this event." The failure experienced by the costumer could not be conclusively determinate. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information: updated cc: the complaint received states that during se the nbca liquid embolic system (631500 / unk) had inadequate suspension. The physician was embolizing an avm using the following mixture: 1cc of n-bca, 3 drops of ethiodized oil, and one vial of tantalum powder. The mixture was vigorously mixed in a glass vial. The catheter was flushed with d5w according to the IFU and glue mixture injected. The resulting injection was uneven and appeared on fluoro to be separated (tantalum from glue and oil). No patient or vessel code information provided. The physician reported that none of the investigational questions that were sent were applicable to the event that was reported. In cases where there is high flow in the target area, the physician uses a syringe with a needle to apply 3 drops of oil only to the glue, and then uses all of the provided tantalum powder for adequate visualization. In this case there was poor mixture and a lumpy appearance. He stated that the codman complaint code of inadequate suspension was an accurate description of the event. He has successfully used this mixture in other cases without the reported poor mixing and is wondering if the tantalum might be contributing to this effect. In this case there was successful treatment of the target lesion and no reported injury for the patient. A non-sterile n-bca tantalum powder container was received empty just residues of the powder was noted inside of it as well as a unknown container with resides of dried substance apparently glue with the powder was received in the same plastic bag. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 328704 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as ¿nbca mixture - inadequate suspension ¿could not be evaluate since the residues of the substance was found dried and is undetermined the exactly time when occurred this event. The failure experienced by the costumer could not be conclusively determinate. Therefore no corrective action will be taken at this time. (B)(4).